Event description:
It was reported that the actual residual volume was greater than the expected residual volume; however the patient felt that they were getting "some relief" despite the volume discrepancy. No further information could be obtained.